Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that patient's 21mm bioprosthetic valve was failing and the patient was scheduled for a valve-in-valve procedure on (B)(6) 2015. The implant duration was approximately nine (9) years and five (5) months. The valve-in-valve procedure occurred as scheduled and was successful with no perivalvular leak or regurgitation post-operatively. A 23mm bioprosthetic valve was implanted in the aortic position. The reason for the procedure was severe aortic stenosis. Patient tolerated the procedure well and was taken to the cardiovascular intensive care unit in stable condition.